Manufacturer narrative:
The reported events were lead dislodgement, failure to capture and helix mechanism issue. As received, a complete lead was returned in one piece. The reported event of helix mechanism issue was confirmed. Visual examination of the lead found the helix was retracted and clogged with blood/tissue. After cleaning and applying torque directly to the connector pin, the helix was able to extend and retract. The measured full helix extension length was within specification. The cause of the reported event of helix mechanism issue was due to the helix clogged with blood/tissue. The reported event of failure to capture was not confirmed. Visual and x-ray examination of the lead did not find any anomalies with the exception of procedural damage. X-ray examination and electrical testing of the lead did not find any indication of conductor fractures. Electrical testing of the lead found an internal short between the inner coil and outer coil conductor paths at the breached inner insulation region due to procedural damage.

Event description:
It was reported, that the patient presented for a follow-up in clinic. Upon interrogation, it was noted, that the right atrial (ra) lead was failed to capture, due to the lead was dislocated. During the procedure, the ra lead was failed to extend. The ra lead was explanted and replaced. The patient was in stable condition throughout the procedure.